Event description:
It was reported that during robot-assisted laparoscopic total gastrectomy, three clips in a row got broken at loading. The device was replaced. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one loose clip and one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The loose clip and cartridge were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with two clips broken in half at the hinge and two intact clips remaining in it. The cartridge and loose clip appear used as there is biological material present on both. Functional inspection was performed on the returned loose clip and intact clips in the cartridge. A lab inventory clip applier was used. The loose clip was manually loaded into the jaws of the applier and was successfully applied to over-stressed surgical tubing. Similarly, the clips in the cartridge were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. Although the returned clips were successfully applied to over-stressed surgical tubing, the cartridge was returned with two clips broken in half at the hinge. It could not be determined exactly how or what caused the clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clips broken during loading" was confirmed based upon the sample received. One loose clip and one cartridge was returned. The cartridge was returned with two clips broken in half at the hinge and two intact clips remaining in it. Upon functional inspection, the loose clip was manually loaded into the jaws of the applier and was successfully applied to over-stressed surgical tubing. Similarly, the clips in the cartridge were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. Although the returned clips were successfully applied to over-stressed surgical tubing, the cartridge was returned with two clips broken in half at the hinge. It could not be determined exactly how or what caused the clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73f1800466 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during robot-assisted laparoscopic total gastrectomy, three clips in a row got broken at loading. The device was replaced. No clips fell in the patient.